Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was observed during review of the device's history log. The device was put through extensive testing which included bench handling and full ECG monitor testing with ECG test cable without duplicating the customer report. The defib cable receptacle was replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor an (B)(6) year old male patient, the device displayed an ECG disabled message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.